Event description:
It was reported that occlusion alarms occurred. There was no adverse impact reported. Customer declined follow up with tandem technical support. No additional information was provided.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.